Event description:
It was reported that there were concerns regarding an increase in shock impedance measurement on this implantable cardioverter defibrillator (ICD). At implant, the shock impedance measurement was at 83 ohms and now the measurement is at 100 ohms. Boston scientific technical services reviewed the available data and indicated that the shock impedance had increased over the last months but appeared to have stabilized. The maximum shock impedance measurement was measured at 121 ohms. Troubleshooting steps were provided to the healthcare professional. The healthcare professional can consider raising the shock impedance limit to 150 ohms, as the limit it is currently at 125 ohms. There were no adverse patient effects reported. The device and lead remain in-service. Additional information was received detailing that the shock impedance measurements reached out of range values. Troubleshooting options and further evaluation of the system was discussed. This lead remains in service. No adverse patient effects were reported.